Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the constant downstream occlusion alarms. However, review of the history log confirmed the alarms. Further evaluation found the downstream sensor to be out of specification. The downstream sensor was replaced.

Event description:
It was reported that a device was alarming for a constant downstream occlusion. There was no pt incident.